Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device keeps alarming downstream occlusion which was reproduced during testing. A review of the event history log found the presence of "downstream occlusion!" Alarms on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation determined the cause to be a failed input/output (I/o) processor printed circuit board (pcb). The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keeps alarming downstream occlusion. There was no patient involvement. No additional information is available